Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm during rewind and a motor position encoder error alarm. Insulin pump was not exposed to magnetic field or MRI, and insulin pump was unable to rewind. Customer's blood glucose was 15.5 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify e70 alarm due to motor error alarm. No cosmetic damage noted during physical inspection.